Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.additional information received indicates this device was explanted due to the physicians discretion, with a transvenous system considered safer for conversion. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information received indicates this device was explanted due to the physicians discretion, with a transvenous system considered safer for conversion. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: device manufacture date field (h4) in section h, device manufacturers only.